Event description:
Additional information was received from a company representative (rep) on (B)(6) 2016 stating that from what they had heard, the patient was doing better and no there had been no further complaints since they were last seen.

Manufacturer narrative:
Concomitant products: product ID 977a275, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer and a manufacturer representative reported that when the patient would be walking he would all of a sudden feel a jolt and the stimulation setting would double on the patient programmer when they were walking. Sometimes when they were laying down at night the stimulation would also jump back up. Programming adaptive stimulation was reviewed. The patient was indicated for spinal pain. No cause, troubleshooting, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.